Manufacturer narrative:
Date of event was approximated to be (B)(6) 2019 as no specific event date was reported. According to the complainant, dr. (B)(6) (also of (B)(6) centre) performed the initial stent placement, while dr. (B)(6) performed the attempt stent removal. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a wallflex biliary fully covered rmv stent was implanted to treat a malignant stricture in the bile duct during a procedure performed in (B)(6) 2019. According to the complainant, the patient presented with elevated liver enzymes and jaundice. On (B)(6) 2019 tissue ingrowth was noted within the stent. The physician attempted to remove the stent but it was unsuccessful. A percutaneous transhepatic cholangiography (ptc) drain was implanted to treat the obstruction as palliative treatment and the stent still remains implanted. The patient records were checked and a fully covered wallflex was noted as implanted within the patient, however the complainant felt that the stent was uncovered.